Event description:
Following implantation of pedicle screws at the l5 spine level, the patient reported sensation of pain, numbness and weakness. A CT scan was performed which demonstrated the right side screw in the l5 vertebral body entered the vertebral foramen. Revision surgery ensured to correct the placement of the screw. The patient's symptoms were reported to have been abated by the revision. The monitoring device was reported to have indicated appropriate values indicative of correct screw placement during the initial surgery.

Manufacturer narrative:
(B)(4). Testing of the device indicates no malfunction occurred. Review of the operative report generated by the device indicates that the tibialis anterior muscle (corresponding to the l5 spine level) was monitored but the channel monitoring the biceps femoris muscle (also corresponding to the l5 spine level) had been turned off. It is unknown if fluoroscopy was appropriately used to aid in placement of the screws. Use error may have been a contributing factor in the reported event. Labeling review notes the following: "while the nvms system is designed to assist in the electromyographic location of spinal nerves in proximity to the surgical site, it is not intended to take the place of a thorough knowledge of spinal anatomy and appropriate surgical technique, nor should the information provided by the system be construed as definitive indicator of nerve location. Such factors as the distance from the nerve, the position and placement of electrodes, individual muscle and/or nerve responses, the proximity and strength of sources of electrical interference, and other patient and environmental factors, may influence the operation."